Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01172. It was reported that the patient was experiencing ineffective therapy and pain at the ipg site. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.